Event description:
There was an allegation of questionable calcium gen.2 and roche diagnostics magnesium reagent results for 1 patient sample on a cobas c 503 analytical unit. The initial calcium result was 5.8 mg/dl and the repeated result was 7.5 mg/dl. The initial magnesium result was <0.5 mg/dl and the repeated result was 1.5 mg/dl. The questionable results were not reported outside the laboratory. The sample was repeated due to the initial results being low. The repeated results were believed to be correct.

Manufacturer narrative:
The calcium reagent lot number is 803015 and the magnesium reagent lot number is 788195. The expiration dates were not provided. The qc results were acceptable. The calibration for calcium was acceptable. The calibration for magnesium was not provided. A general reagent issue was excluded. The alarm trace showed abnormal sample aspiration alarms, which are indicative of poor sample quality. The field service representative found the sample probe was contaminated. He validated the cell rinse volume, cleaned the washing station, cleaned the sample probe, and flushed the sample line. He performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.